Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407458 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that less than a month after device replacement, the patient complained of discomfort around the pocket. It was noted that a portion of the capped atrial lead was protruding under the skin. The physician and patient elected to revise the pocket to place the lead back under the device generator. No patient complications have been reported as a result of this event.